Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
The loaded clip got stuck and did not leave the applier during a surgery. Therefore, the user replaced the applier with a new unit.

Event description:
The loaded clip got stuck and did not leave the applier during a surgery. Therefore, the user replaced the applier with a new unit.

Manufacturer narrative:
Qn#(B)(4). Device history record was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to 338110. A visual inspection of the product involved in the complaint could not be conducted since the product was not returned. The referenced lot number was manufactured and distributed prior to 2009 and has reached an expected end of life. The product complaint form references a nonrepairable determination by our service center and also notes a scratch on the jaws as the cause. This scratch did not occur in manufacturing or distribution which is evident by the more than 10 yrs of service history.